Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the tension was possibly applied toward operator rather than coaxially with the patient. It should be noted that the electronic prostyle instructions for use (eifu), states: to prevent damage to the suture and subsequent suture breakage, the perclose prostyle suture trimmer, perclose snared knot pusher and suture limbs should always remain coaxial to the tissue tract. Based on the information provided, the reported suture separation appears to be related to user error. The IFU deviation likely contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a small-bore sheath prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the procedure was completed. Reportedly post procedure, possibly due to applying tension toward the operator rather than coaxially with the patient, the suture broke when the knot was advanced along the wire using the pusher. The knot of the second suture was able to advance and achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.